Event description:
The distributor contacted animas on (B)(6) 2013 alleging there were lines through the display screen. No further information was provided there was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: during testing, the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display. Investigation was unable to confirm or duplicate line through display.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.